Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a interventional stenting procedure, with a 7fr sheath. Reportedly, resistance was felt when pushing the plunger, the collar of the plunger would not make contact with the body of the device. When the plunger was removed, the suture was not connected to the needle. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The suture retrieval issue was confirmed. The mechanical jam was not confirmed using a proxy plunger. Additionally, this is related to circumstances that cannot be replicated a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. In this case, it is likely a needle deflection occurred forcing the needle into the foot and not into the cuff, causing the mechanical jam. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.